Event description:
It was reported that the purewick urine collection system was making a loud noise. Stated that they did troubleshoot, tried having them unplug and plug it back and shake lid. Patient also said burnt marks under canister. They did water cup test, and it took longer than normal to suction and machine failed and the noise was unusually loud.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is unconfirmed, as the event could not be reproduced. The root cause of the reported issue was unknown. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There were no cracks or burn marks present on the canister. There was no residue present. The stop valve was working properly. There was light and sound indicating function. There were some scratches and abrasions on the collection system where the canister usually sits. Once the device was opened up, there was mild brown residue on the base and the rim but there was no presence of burn marks or damage inside of the device. A DHR review is not required as the reported event is unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system was making a loud noise. Also stated that they did troubleshoot, tried having them unplug and plug it back and shake lid. Patient also said burnt marks under canister. They did water cup test, and it took longer than normal to suction and machine failed and the noise was unusually loud.